Event description:
It was reported that the patient underwent an initial left knee surgery. The patient reported severe pain approximately 3-4 weeks post-op, although they were ambulating without their cane. X-rays suggested tibial loosening. Subsequently, the patient was revised due to recurrent varus instability, pain, and tibial loosening. A complete replacement of the rhk hinge prosthesis was performed. There was observed poly wear as the implant had deformation in 2 places on the cck posterior stabilization. There were no obvious traumatic causes. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598801013 - 13mm diameter 100mm length straight stem extension combined length 145mm - unknown. 00599401691 - left size f cemented option femoral component femoral plastic cap must be removed prior to implantation - unknown. 00599404012 - lcck art surf ef 5-6/grn 12 - 66793369. 00598801010 - 10mm diameter 100mm length straight stem extension combined length 145mm - unknown. 42540000032 - all poly patella cemented 32 mm diameter - unknown. G2: foreign country: france. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified widening of the lateral femorotibial joint space consistent with disruption of lateral collateral ligaments and showed loosening of the tibial tray at the cement bone interface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.